Event description:
It was reported that during implant, the atrial lead exhibited low impedance and no sensing. Due to the extended duration of the procedure, the physician planned to perform a lead revision in 6 to 8 weeks.

Manufacturer narrative:
Lead analysis was normal.

Event description:
New information received notes that the lead had dislodged. After an unsuccessful revision attempt, the lead was explanted and replaced on (B)(6) 2014.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.